Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014.

Event description:
Related manufacturer reference number:1627487-2022-01647. It was reported that patient was experiencing therapy. Found out during an ipg procedure that one of the leads was fractured. As such one lead was explanted and replaced. Post procedure therapy was restored. Both leads are reported as it is unknown which lead was liable.